Event description:
The end user reported upon activation, the stretcher is lowering significantly and suddenly. No injury or adverse event has been associated with the reported issue.

Event description:
The end user reported upon activation, the stretcher is lowering significantly and suddenly. No injury or adverse event has been associated with the reported issue.

Manufacturer narrative:
The subject stretcher was returned to manufacturer and the reported issue was able to be duplicated. It was determined the issue was associated with the actuator. The actuator was replaced and the stretcher was operating according to specification and was returned to the end user.